Manufacturer narrative:
(B)(4).

Event description:
The patient presented at the clinic on (B)(6) 2011 with an increase in spasticity and itching. The pump was read and showed that the pump was in "safe state." It was unknown why the pump was in safe state. The last refill was done on (B)(6) 2011. The hcp updated the pump with new settings and the pump updated fine. They adjusted the reservoir volume to 26.5 ml. The device system was used to deliver gablofen. Additional information has been requested, a follow-up report will be sent if additional information becomes available.